Event description:
Pt gets an e3 error code on 20% of the strips they attempt to use. Pt did contact medtronic. They said they were aware of the frequent e3 error code issue. They replaced old lot code strips with a new "corrected" lot of strips 3064023, which did not actually work any better and pt still gets 20% rate of e 3 error codes on the corrected lot. Pt likes to check blood sugar levels prior to drive home after work. On one occasion pt had only one strip left with pt at work, and this strip did ER code, leaving pt no reading for blood sugar prior to drive home.